Event description:
Reporter was priming the IV tubing for blood and as they loosened the clamp for the blood port, blood began to spill from the tubing. Reporter rushed the blood and IV pole to the sink to try and evaluate the source of the leak and had a tech on floor come help evaluate where the leak was from. Tech identified a leak coming from the clear plastic tubing just below the clamp for the blood port. Then had to send for another unit of blood. There was a bloodbourne exposure to healthcare worker. The exposure is being followed by infection control. Device was two years old.